Event description:
It was reported that the patient underwent a minimally invasive posterior spinal procedure at l3-5. During the surgery, the tip of the tap broke. No patient complications were reported.

Manufacturer narrative:
(B)(4): the tap was returned for evaluation. Macroscopic examination confirms tap broken at approximately the first thread of the tap. Microscopic examination of fracture revealed a fairly tortuous fracture surface, with no indications of fatigue or torsion; additionally, the angle of fracture suggests failure due to bending stresses. A review of the device history records did not identify any applicable nonconformance to specification.